Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The manufacturer found during its investigation objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A fresenius field service technician (fst) reported that a fresenius 2008k2 hemodialysis (hd) machine had a burned power plug. The burned power plug was noticed during machine repair. The fst was initially called onsite by the user facility biomedical technician (biomed) when the machine intermittently alarmed in all modes with a 12v high error. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 22,290 hours and the plug is the original fresenius part on the machine. The biomed reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The fst replaced the plug to address the power plug discoloration. The fst was unable to duplicate the initial 12v error. However a leak was identified at bicarbonate (bicarb) mixing chamber #2 above the flow motor. Fluid may have been inside the flow motor as it was found to be rusted. The fst determined the wet flow motor caused the intermittent voltage alarms. The bicarb mixing chamber #2, flow motor drive assembly, and flow motor pump head were replaced to resolve the 12v error. The fst reported that the machine has been returned to service without issue. The complaint samples were reported to be discarded and unavailable to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius field service technician (fst) reported that a fresenius 2008k2 hemodialysis (hd) machine had a burned power plug. The burned power plug was noticed during machine repair. The fst was initially called onsite by the user facility biomedical technician (biomed) when the machine intermittently alarmed in all modes with a 12v high error. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 22,290 hours and the plug is the original fresenius part on the machine. The biomed reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The fst replaced the plug to address the power plug discoloration. The fst was unable to duplicate the initial 12v error. However a leak was identified at bicarbonate (bicarb) mixing chamber #2 above the flow motor. Fluid may have been inside the flow motor as it was found to be rusted. The fst determined the wet flow motor caused the intermittent voltage alarms. The bicarb mixing chamber #2, flow motor drive assembly, and flow motor pump head were replaced to resolve the 12v error. The fst reported that the machine has been returned to service without issue. The complaint samples were reported to be discarded and unavailable to be returned to the manufacturer for physical evaluation.